Manufacturer narrative:
Initial.

Event description:
It was reported that a user on ilet experienced hyperglycemia with a peak of approximately 300 mg/dl during a period of moving-related stress and irregular eating; the user allowed the algorithm to administer corrections and took a walk, after which glucose levels normalized. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem identified and no specific component implicated, with insufficient information to attribute a device-related failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.